Manufacturer narrative:
Additional information received that the dfr00v lens with sn (B)(6) was discarded. Based on the additional information received, the code from the initial MDR, type of investigation: 4114 is no longer applicable. The following code have been added to reflect the new information: section h6: type of investigation: code 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the following sections are updated: section b5 - was reworded with all additional information for better understanding. Section h6: health effect - clinical code: 2138 - visual impairment is replaced with 2227 - halo and 2140 - visual disturbances. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had to explant the tecnis synergy simplicity lens and complete a lens exchange due to poor vision, halo and glare. There were no other issues after implantation of synergy lens in the patients left eye. There was no patient injury and no other medical/ surgical interventions were required. The replacement lens was a panoptix lens. The patient was doing great post op. The lens is not returned as it was discarded.

Event description:
It was reported that the doctor had to explant the tecnis synergy simplicity lens. Additional information was received and it was learnt that poor vision after surgery was the reason for explant. There was no patient injury and no other medical/ surgical interventions were required. The replacement lens details were not provided. The patient was doing great post op. No further information is available.

Manufacturer narrative:
Section a5: ethnicity: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.